Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient's blood glucose level (bg) rose to 399.6 mg/dl (22.2 mmol/l) while wearing the pod between 25 and 36 hours. The pods cannula reportedly was out of the infusion site (arm), indicating that the cannula was dislodged. As treatment, the patient successfully applied a new pod.